Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was calling about a new product complaint that a recall possible attune knee replacement patient has now an ir no. (B)(4). Patient has an 8835330 depuy cement bone cmw2 gentamicin and implant that was log 378895. Patient wanted to know if there¿s a problem with this one or recall but patient knew right away that there is something going on. Could someone give me a call back that would be great. Patient states that she had a knee replacement in (B)(6) 2018 and in may 2019 started experiencing pain. A CT scan finally suggested loosening in (B)(6)2020 and she underwent a revision on (B)(6) 2021. She states the surgeon said loosening was found between the tibial tray and the cement. She is seeking compensation and was provided contact information of the jrn paralegal.